Manufacturer narrative:
(B)(4). Mucous under flap. Conclusion - customer is only reporting this event and did not request field service or clinical support.

Event description:
Customer reported mucous under flap edge causing discomfort on patient's left eye. Patient was treated with lotemax. Patient did not experience loss of best corrected visual acuity. Follow-up indicated that the patient had no infections. There was inflammation and the customer believes to be besivance. Flap lift and clean was performed. Patient was treated with topical steroids. The discomfort decreased but not completely resolved. The mucous was removed.